Manufacturer narrative:
UDI: (B)(4). Concomitant med products and therapy dates: coupling device. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer device motor was not functioning and was defective, the trigger was blocked, jammed and heavily moving, and the trigger was hooked. It was further determined that the device failed pretest for check the triggers and electronic control unit function, change ten times from forward to reverse at full speed, check the off/oscillation/on mode and trigger test. It was noted in the service order that the device was being used with a coupling device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.